Event description:
It was reported that a competitor received information that the programmer is deteriorating and needs to be replaced due to needing to interrogate a patient's triumph device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.